Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clamp stuck in the up position in the reported problem area of the pipette assembly. The compression spring, tip clamp sleeve, and tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.